Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient experienced dislocation issues post op. The 36mm liner, 25mm screw, and 36mm biolox femoral head was removed. The cup was realigned. An mdm construct was implemented including a new 20mm screw through the acetabulum cup.